Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A small volume folfusor did not flow during a patient infusion. The folfusor was filled with 71 mls of fluorouracil, 8 mls sodium folinate, and 22 mls sodium chloride with a reported end volume of 100 mls). Subsequently, at an unspecified time during the patient infusion, it was noted that the pump did not flow and at the time of discovering the issue, the pump still had a remaining volume of approximately 100 mls (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device was manufactured october 21, 2016 ¿ october 22, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.